Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Rse reviewed the log files and found errors on output 12v and 24v in the r cabinet. Upon functional testing, fse found power supply (dcps) input was ok, but the output was defective. To resolve the issue fse replaced the power supply (dcps). After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the waring: geometry movements partly available and could not be moved. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the dcps. The device was returned to expected functionality.